Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection and delivered a correction bolus via the pump to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.